Event description:
Procedure: wedge resection. Upon firing the first cartridge, the instrument locked over top of the lung would not re-open; had to be pried open with a clamp. The second cartridge locked over the tissue as well, the cartridge sheared off of the handle itself, the connection point broke, leaving the cartridge inside the chest locked on the tissue. Prolonged the operation, more lung removed then necessary. Larger incision to remove cartridge. Patient fully recovered.